Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited? No disposable clamp tubing" alarm. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test and a visual inspection was performed to further investigate the reported event. Unable to repeat customer's reported problem in that the pump was alarming "no disposable clamp tubing" during the investigation. High pressure, alarm complete, upstream occlusion after pump starting messages were found in the pump's event history logs. It was recommended that the downstream occlusion sensor and upstream occlusion sensor be replaced. B5) customer provided additional information that the reported issue did not occur while in use with a patient.